Manufacturer narrative:
This report is submitted on september 14, 2022.

Event description:
Per the clinic, the patient experienced skin infection at abutment site and subsequently was treated with oral antibiotics (specific date and duration not reported). The patient also experienced skin overgrowth over the abutment and underwent a skin revision surgery on (B)(6) 2022 in order to debride the overgrown tissue. Then, the patient was treated with oral and topical antibiotics (specific date and duration not reported).